Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey1024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "wire broke after removed from patient. Wire broke when placer tested integrity upon removal of the wire." No other information was provided.